Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts on the receiver screen just 3 dashes occurred. It was indicated that a patient under 2 years of age occurred, which is off label of the device. No product or data was provided for evaluation. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported.